Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received an inappropriate treatment. The device was started up at 06:46:18 on 10/16/2022. At 06:46:18, an arrhythmia was detected. ECG shows vt @ 170 bpm transitioning to an idioventricular rhythm @ 90 bpm degrading to asystole. At 06:47:31, the patient received the inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole with motion artifact. The post shock rhythm was idioventricular rhythm @ 50 bpm with unconducted p waves. The electrode belt was disconnected at 09:39:11 on (B)(6) 2022.